Manufacturer narrative:
(B)(4). Returned product pending evaluation results.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 120 to 180 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 165 mg/dl and 159 mg/dl. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 08/26/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not set): 170 mg/dl (B)(6) 2015 12:30 pm; 176 mg/dl (B)(6) 2015 01:37 pm; 184 mg/dl (B)(6) 2015 01:25 pm; 139 mg/dl (B)(6) 2015 07:41 am; 99 mg/dl (B)(6) 2015 02:00 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause: user's test strip had poor storage. Additional product codes added.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 120 to 180 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 165 mg/dl and 159 mg/dl. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 08/26/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 170mg/dl, (B)(6) 2015 12:30pm. 176mg/dl, (B)(6) 2015 01:37pm. 184mg/dl, (B)(6) 2015 01:25pm. 139mg/dl, (B)(6) 2015 07:41am. 99mg/dl, (B)(6) 2015 02:00pm. Adverse event not reported.